Manufacturer narrative:
Corrected data: b5, d10, e3, h6 (clinical and impact code)updated data: b4, g3, g6, h2, h10, h11

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had blood drawing by balloon rupture. In the early hours of (B)(6), blood was confirmed in the iab catheter extension tube. Because the patient's hemodynamics was unstable, iab could not be removed, and the operation was continued with only the replacement of the extension tube for the time being. On (B)(6), the iab catheter was replaced and the drive was continued. No blood withdrawal was observed after the extension tube was replaced. There was no harm to patient reported. Related complaint ot (B)(4)/mfg ref. #2248146-2023-00485.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit and reported failure. The fse confirmed of blood draw by balloon rupture. When they checked the inside of the device, it was confirmed that blood flow had entered the pneumatic interface module (pim) of the extension tube insertion port and the front of the safety disc located behind it. The fse replaced the pim and safety disk repair parts, and then performed an operation check to confirm that there were no problems. Equipment is in good condition.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had blood drawing by balloon rupture. In the early hours of july 13, blood was confirmed in the iab catheter extension tube. Because the patient's hemodynamics was unstable, iab could not be removed, and the operation was continued with only the replacement of the extension tube for the time being. On july 14th, the iab catheter was replaced and the drive was continued. No blood withdrawal was observed after the extension tube was replaced.